Event description:
It was reported that upon sheathless insertion of an intra-aortic balloon (iab) in the intensive care unit, there was reported difficulty inflating the iab, condensation was noted in the helium tubing on the intra-aortic balloon pump (iabp), and there was a gas loss alarm. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy it is not critical to remove the condensation. Therapy was able to be provided, but there was reported difficulty with monitoring the diastolic/systolic pressures. There was no reported injury to the patient.

Manufacturer narrative:
Changed from: it was reported that during intra-aortic balloon (iab) therapy, condensation was noted in the helium tubing on the intra-aortic balloon pump (iabp) along with gas loss alarm. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy it is not critical to remove the condensation. There was no reported injury to the patient. Changed to: it was reported that upon sheathless insertion of an intra-aortic balloon (iab) in the intensive care unit, there was reported difficulty inflating the iab, condensation was noted in the helium tubing on the intra-aortic balloon pump (iabp), and there was a gas loss alarm. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy it is not critical to remove the condensation. Therapy was able to be provided, but there was reported difficulty with monitoring the diastolic/systolic pressures. There was no reported injury to the patient. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: section d - lot # from: unknown, to: 3000088928 section d - serial # from: unknown, to: (B)(6). Section d - exp. Date from: [blank], to: 01/21/2022. Section h - manufacture date from: [blank], to: 01/21/2019. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that upon sheathless insertion of an intra-aortic balloon (iab) in the intensive care unit, there was reported difficulty inflating the iab, condensation was noted in the helium tubing on the intra-aortic balloon pump (iabp), and there was a gas loss alarm. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy it is not critical to remove the condensation. Therapy was able to be provided, but there was reported difficulty with monitoring the diastolic/systolic pressures. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, condensation was noted in the helium tubing on the intra-aortic balloon pump (iabp) along with gas loss alarm. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy it is not critical to remove the condensation. There was no reported injury to the patient.